Event description:
It was reported that the insulin pump was used in water and no longer turns on. No further information reported.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. The device had minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, and stained address and or serial number label.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.